Event description:
Customer called to report the insulin pump had numbers ramping without user input. The anomaly occurred when the customer attempted to input carbs for bolus. Blood glucose reading was 166 mg/dl. The customer did not recall any significant events lead up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received cracked case at display window corners.